Manufacturer narrative:
Representative samples were tested on by tensile strength with knot and all met requirements. There was no attachment defects noted. All sutures were dispensed and examined along of the strand and no defects were found, the sutures presented good conditions.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a blepharoplasty procedure on (B)(6) 2016 and suture was used as a running stitch with knot at both ends. Later the same day of the procedure, the patient returned and surgeon indicated that the suture broke/dehisced close to the knot and wound was opened up. The wound was retied with same suture. Additional information has been requested.